Event description:
The customer reported to olympus, the gastrointestinal videoscope had a pinhole leak. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign objects came out of distal end due to damage on suction tube in control section was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness loss due to a pinhole on bending section cover, water tightness loss due to a pinhole in channel tube, adhesives around light guide lens had a white-clouded area, adhesive around objective lens was peeled, protector of universal cord on suction connector side had a scratch, universal cord has a scratch, image guide protector had a scratch, scope cover plate was unclear, switch 1 had a scratch, control unit was shaved, plastic distal end cover had a burn, bending tube had a dent, forceps could not be inserted because the channel tube was crushed, light guide bundle was slipping down, electrical connector had discoloration due to water leakage, adhesive on bending section cover had a white-clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of up/down knob was out of standard value due to wear of angle wire, the bending angle in up direction did not meet the standard value due to wear of angle wire, the suction cylinder was shaved and the connecting tube had a scratch. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing, the event was confirmed, and the device did not meet the standard specifications. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device